Event description:
It was reported that the cardiac computed tomography (CT) showed worsening thrombosis of the non-stented portion of the outflow cannula with now near occluded, previously approximately 50% in dec2024. The patient was admitted with low flow alarms, hemoglobin was 4.4, and there were no signs of overt bleeding. The patient was currently on hospice, multifactorial due to multiple comorbidities.

Manufacturer narrative:
This event was determined to be supplemental and the investigation findings will be submitted under MFR # 2916596-2025-03778.

Event description:
It was reported that the cardiac computed tomography (CT) showed worsening thrombosis of the nonstented portion of the outflow cannula with now near occluded, previously approximately 50% in (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.